Event description:
The user facility reported to terumo cardiovascular systems that out of box a red flake was found inside the chamber of the oxygenator. No patient involvement as this occurred out of box.

Manufacturer narrative:
Terumo had not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).